Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a light rash under the te pads. The patient also reported a known nickel allergy. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed an ointment for the rash. Follow up indicated that the rash improved.